Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture due to falling into water. Customer's blood glucose was not reported. Insulin pump would be replaced.